Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on unknown date with unknown blood glucose level. Customer¿s blood glucose level was 27 mmol/l. The customer was treated with insulin shots. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had allege that insulin pump was under delivering. The device will not be returned for analysis.